Event description:
It was reported to st. Jude medical that during a follow-up the device showed a high pacing/sensing impedance. It was believed that there was a lead fracture. The device was explanted and the lead was tested with a pacing system analyzer and all values were found to be normal. The device was again connected and high pacing, sensing and voltage lead impedance were again observed. The decision was made to explant the device.